Event description:
It was reported that the pt complains of hip pain that started a few months ago.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.